Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and mildly superficial calcified middle right coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the first inflation, pressure was applied up to 8 atmospheres for 30 seconds. On the second attempt, pressure was applied up to 6 atm, at which point it was noticed that pressure was not holding. The device was removed and it was confirmed that the balloon was ruptured. The balloon could not hold the pressure because the balloon was torn at the proximal edge of the blade and leaking. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and mildly superficial calcified middle right coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the first inflation, pressure was applied up to 8 atmospheres for 30 seconds. On the second attempt, pressure was applied up to 6 atm, at which point it was noticed that pressure was not holding. The device was removed, and it was confirmed that the balloon was ruptured. The balloon could not hold the pressure because the balloon was torn at the proximal edge of the blade and leaking. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer. A visual examination identified blood inside the balloon. Multiple kinks were noted along the hypotube shaft. No kinks or damages on the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a pinhole just proximal of the distal markerband when an attempt was made to inflate the balloon. Two blades had the distal ends of their proximal blade segments lifted. The third blade segment was fully bonded onto the balloon. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Using a druck gauge an attempt was made to inflate the balloon to its rated burst pressure of 12 atmospheres however, a pinhole was identified just proximal from the distal markerband.